Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not working. They had fell in the water. They see fluid under the display. Upon further inspection, the customer stated there was a crack on the insulin pump. The customer¿s blood glucose level was 143 mg/dl. The customer was advised to discontinue use of the device and revert to a back-up plan. The insulin pump was returned for analysis.

Manufacturer narrative:
Findings: unable to verify manufacture mode due to critical pump error (open book image) alarm. Pump received with critical pump error (open book image) and unable to download due to moisture damage on the electronic assembly. Pump was received with moisture damaged motor assembly, cracked battery tube threads and cracked case at corner of the belt clip rails.